Event description:
The patient fractured distal radius and ulna. In 2006, the patient underwent the surgery with the matrix smart lock plate and the external fixator. Three weeks after the surgery, the surgeon removed the external fixator. Four weeks after the surgery, the surgeon removed the cast. Six weeks after the surgery, the surgeon found through the x-ray that the locking plate was broken. Thus the patient underwent the revision surgery with the external fixator and the ulna fixed with the plate. The surgeon is monitoring the patient. The surgeon requested the medical opinion regarding indication of the plate.

Manufacturer narrative:
Product has not been returned for evaluation. Follow up report will contain our evaluation.